Manufacturer narrative:
The investigation for the thrombus has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the thrombus issue was most likely patient condition related.

Event description:
The user facility reported a 57-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was found to have a thrombus in the left ventricle and the decision was made to remove impella. Patient is stable post explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.